Event description:
During a laparoscopic ovarian cystectomy procedure, the surgeon allegedly tried to use a karl storz bipolar instrument to coagulate some bleeding. He tried three instruments, two cords, and two esu's but could not get any cautery. Surgeon opened the pt up to stop the bleeding.